Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There is one other complaint in the lot. (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, the plunger did not advance properly. There was a lot of resistance and then the plunger under rode the iol. There was no patient harm. The procedure was completed with another lens. Additional information was requested.

Manufacturer narrative:
The device with the lens was returned in the opened blister tray. The plunger lock and lens stop have been removed. Viscoelastic is observed in the device. The plunger was advanced to mid-nozzle and has overrode the lens. The lens is partially advanced into the nozzle entry area. The leading haptic is in front of the optic and located under the plunger. The trailing haptic is folded onto the optic surface on the left side of the plunger. The plunger override was most likely interpreted as the reported complaint of "resistance with plunger underride". The nozzle was cleaned for further evaluation. The lens was removed during cleaning. Top coat dye stain testing was conducted with acceptable results. A qualified viscoelastic was used. A plunger override was observed which is most likely interpreted as the reported complaint of "resistance with plunger underride". The root cause cannot be determined. The manufacturer internal reference number is: (B)(4).